Manufacturer narrative:
The report of pump stop events due to a compromised driveline can be confirmed based on the evaluation of vad-60890. A distal end driveline repair was performed by a technical services representative on 05apr2017 the approximately 20 inch segment of driveline replaced by technical services was returned for evaluation. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires did not reveal any breaches or areas of concern. The driveline was submerged in a saline bath for high-potential testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The pump was returned assembled with the driveline cut approximately 2.5 inches from the pump body and the severed portion of lead was returned. Continuity testing was performed and all wires were found to be electrically intact. No shorts or discontinuities were found during electrical continuity testing. The shielding and bionate were removed from the returned driveline and examination of the underlying wires revealed breaches in the insulation of the black and green wires in between 9.5 inches to 10.5 inches from the pump body. The conductors of green and black wires were exposed. The insulation breaches of the wires appeared to be the result of abrasion from the metal shielding due to repetitive flexing of the lead in these areas. There was no evidence of mechanical damage such as crushing or pinching. The breaches in the wires could have interrupted function as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. This short to ground would have caused the reported low speed alarms and pump stop events, as seen in the submitted log files. The disruptions in the wires would have also affected wire phases b and c and would have interrupted function as a result of a phase to phase short if the exposed conductors from any of the wires made direct or simultaneous contact with the braided shield if the device was supported by batteries. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 73 days. The replaced portion of the driveline and the explanted pump were returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2017 that low flow alarms were produced, and that the patient presented to the emergency room. It was reported that review of the system controller history revealed pump stoppages, and that the patient was generally fatigued and short of breath. The vad coordinator suspects that the symptoms were due to heart failure from pump stoppages. It was reported that no visible areas of driveline damage were observed; however, the patient had reported dropping the controller in the shower prior to the events occurring. The system controller was exchanged. On (B)(6) 2017, submitted x-rays were reviewed by technical services representative and the images did not show any areas of concern. Multiple log files were submitted, and all revealed pump stoppage events. On (B)(6) 2017, a percutaneous lead (driveline) replacement was performed. On (B)(6) 2017, the lvad clinician reported that the patient required an urgent lvad exchange due to decline in patient condition. The patient was intubated, requiring inotropic support and dialysis, and the lactate dehydrogenase was 3000 u/l. No additional information was provided.